Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 2000022080, model/catalog description: linear 3-4 lead 50 cm.

Event description:
A report was received that the patient had lost stimulation coverage due to lead migration that was confirmed through fluoroscopy. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.